Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision: patient presented to surgeon with catching sensation and instability. Grey stained tissue was noted. Polyethylene component was damaged.

Manufacturer narrative:
The returned medical records and x-rays were transferred to bioengineering for review, which concluded that the root cause is undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. A review of manufacturing records and complaint database search did not identify any anomalies. It should be noted that the performance of duofix tibial trays was reviewed in CAPA (B)(4): (B)(4) and was deemed to be acceptable. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.